Event description:
On july 27th, the user contacted dario to report high blood glucose (bg) readings.due to these high readings, the user went to the hospital where her bg level was tested with the hospital's meter and was found to read 117 mg/dl compared to a reading of 340 mg/dl with the user's dario meter. The user stated that since the hospital visit, she has been using a non-dario meter that was provided to her by her doctor.

Manufacturer narrative:
While on the phone with dario's representative, the user was instructed to open and test with a new cartridge of strips, but the user stated that she has no additional cartridge of strips. Dario's representative sent the user a new cartridge of strips in order to further investigate this issue. In a follow-up phone call to the user, the user stated that she tested her bg level with the new cartridge of strips and the readings were within range.therefore, the high bg readings are not due to a meter issue and may have been due to the misuse of strips. Not enough information regarding the old strips to investigate. No resolution is available.